Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during the basic occlusion test due to faulty force sensor resistor. The motor passed motor test. The insulin pump was received with cracked case at the display window corner, cracked lcd window and cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm. The customer's blood glucose was 421 mg/dl at the time of incident. The customer stated that they were unable to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will be returned for analysis.